Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the 80-90% stenosed, moderately calcified, mid to distal right coronary artery (rca). After stent deployment and during intravascular ultrasound (ivus), it was noted that the ivus catheter appeared stuck on the wire. During removal of all devices together, it was noted that the wire had broken at the exit site of the ivus catheter. Everything was removed as a single unit and the procedure was completed with a new guide wire. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned guide wire. The reported separation was confirmed. The reported difficulty to position and remove could not be replicated due to the returned condition of the guide wire and the intravascular ultrasound (ivus) device not returning with the guide wire for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the returned analysis, it is likely that when the guide wire became stuck, the guide wire was torqued to the point of separation at the distal end of the hypotube and subsequent damages. There is no indication of a product quality issue with respect to design, manufacture or labeling.